Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient felt as if the implanted device was not working properly. No symptoms or further complications were reported.